Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that a pxc201000 was also implanted in the patient.

Event description:
As reported, in 2008, this patient underwent endovascular repair using a gore excluder aaa endoprosthesis. Post-operative imaging taken two months later, revealed a type iii endoleak between two of the contralateral leg components. A reintervention was performed sixteen days later, to overlap the devices with an additional contralateral leg component. The patient tolerated the procedure.